Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.

Event description:
It was reported, via our sales rep, that a female underwent a revision surgery due to the nail fracturing 12 weeks post op.